Event description:
It was reported that bd needle eclipse 23x1 rb - foreign matter. It was reported by customer that they found debris inside one of their bd eclipse needles.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a loose gray/ black foreign matter in the packaging. Fourier transform infrared spectroscopy (ftir) was performed to determine the foreign matter type. The results indicated that the spectrum was likely to be a mixture of polypropylene with other unknown material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The manufacturing process was reviewed. The manufacturing process is automated, with minimum human intervention, so it is unlikely that the foreign matter was introduced by the operators. Controls are currently in place to minimize foreign matter on products and all machines on the production line are fully covered. Surfaces that are in contact with products are cleaned periodically per the cleaning schedule. Based on ftir analysis, the foreign matter was found to be a mixture of polypropylene and other unknown materials. The actual source of the foreign matter could not be identified.